Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found no issue with the device. The device was reboot and passed performance check. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp5 indicating that the blood pressure measurement is not accurate. The device was not in use on patient at time of event, there was no adverse event reported.